Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic with symptoms of pre-syncope, loss of capture was noted on the right ventricular (rv) lead. Programming changes were made and the patient no longer complained of symptoms. The physician decided to explant and replace the lead. The patient did not experience any adverse consequences.